Event description:
It has been reported that a revision surgery was performed due to pain. No other information has been received at this time.

Manufacturer narrative:
The returned journey bcs components were examined visually, dimensionally, and functionally. The purpose of this investigation was to examine the returned components. No destructive testing was carried out. The returned tibial tray grit blasted surface had no bone cement attached to it and had burnished regions along the rim of the tibial tray. The anterior rim surface of the tibial tray has instrument damage likely occurred during removal. Surface roughness measurements on the tibial tray grit blast surface were performed utilizing a surface profilometer. The roughness measurements were within specification. (B)(4). The bone cement was well bonded to the tibial tray and no signs of loosening were observed even with the application of force. The polyethylene insert has wear and burnished regions on the articulating surfaces that appear to be due to femoral articulation. The polyethylene insert has post deformation on the posterior-medial region but has no major deformation on the anterior side. The oxinium femoral component has bone cement well bonded to the grit blasted surface. The articulating surface has a line scratch on the medial condyle likely caused by an instrument and a scratched region on the posterior lateral condyle. Sem/edxa of the scratched region showed titanium material transfer on the surface confirming the region to be metal transfer that likely occurred due to contact with tibial baseplate either during implantation/extraction. Based on the examination no damages on the femoral component that could cause knee pain were noticed. The polyethylene insert has deformed region on the ps post and wear on articulating surfaces. The tibial tray grit blast surface has no bone cement attached and has burnished regions along the rim.